Event description:
Initial result for a pt albumin was 9.28 g/dl. When repeated, the result was 5.42 g/dl. The field service rep found a leaking reagent valve and repaired the instrument by replacing the nozzles and cells.